Event description:
The patient claims that the graft was implanted in 1993 and ten years later (incident date approximated) while walking patient fell down while climbing a curb. The patient stated they did not loose consciousness, but did not know how they fell. Patient also stated they scraped their knees as a result of the fall. The patient stated that they wondered if they fell because of the graft. Patient also stated that they had not been to their doctor for a follow up examination related to the implant for ten years and would now, as a result of the fall, go to see their doctor. Patient said they were feeling ok at this time.